Manufacturer narrative:
The insulin pump powered up properly after battery installation. No backlight or blank display noted. The insulin pump passed the self test, active current measurement, and the displacement test however, the insulin pump was received with high sleep current due to moisture damage on the electronic assembly. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. As a result the customer states the insulin pump is not working. The customer state the back light turns on and off and is only able to see the screen with a flashlight. The customer declined to continue troubleshooting.